Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) revised because the pump was not working properly. The pump was removed and a new one was implanted. There were no complications were reported.